Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted: (B)(6) 2022 evproplus-29us aortic valve implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the patient's mitral and aortic valve replacement procedure, the physician pulled the slack out of all the patient's leads. The slack moved down to the distal end of all three leads. This caused the right ventricular (rv) lead and right atrial (ra) lead to pin the posterior leaflet of their tricuspid valve open, leading to severe tricuspid valve regurgitation. This also moved the coronary sinus lead which lead to a sudden increase in the left ventricular (lv) lead thresholds. The cardiac resynchronization therapy pacemaker (crt-p) system had to be extracted. The patient was given a tricuspid clip at that time and then a left bundle branch (lbb) and right atrial (ra) lead were placed. No further patient complications have been reported as a result of this event.